Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty pump head module (phm). The phm was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a 804:26 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.